Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. It was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm during bolus. The blood glucose at the time of the incident was 360 mg/dl. The customer did not recall any significant events leading to the alarm. The device was returned for analysis.